Event description:
The non-pacemaker dependent patient was brought to the hospital by an ambulance with bradycardia, showing a heart rate of 10-25 beats per minute and a loss of pacing from the device. It was reported the patient previously had an episode of syncope at home and the patient was in stable condition after admittance to the hospital with no additional interventions required to stabilize the patient. Furthermore, interrogation of the device was not possible in the emergency room. The event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure. Abbott is expecting the return of the device for analysis.

Manufacturer narrative:
The reported events of no pacing and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal level. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.